Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. No information on bg (blood glucose) levels, symptoms, treatment or length of stay were provided. It was reported that the patient received a new controller and incorrectly programmed their basal settings. The patient confused her manual basal setting (0.65 units/hour) with the max basal (3 units/hour), which caused their bg levels to decline too low. Three due diligence follow ups were attempted but no new information was provided. If new information becomes available, a supplemental report will be submitted.